Event description:
A 3rd party acting on the manufacturer¿s behalf reviewed an internet forum, and it was reported by an anonymous individual that "I took my vns out after 2yrs cause it wasn't working after a year, it was given chest pains and I was wheezing and haven problems breathing." No further relevant information has been received to date.